Event description:
During operative procedures, the doctor inserted and removed "c-wire) (concept, inc.) Using a micro wiredriver (zimmer). At completion of procedure x-ray of foot revealed foreign body (broken "c-wire") which require removaldevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, other. Conclusion: no failure detected but product out of specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.